Manufacturer narrative:
(B)(4): the customer reported that they could not record an ECG. We are unable to determine at this time, if this involves leads ECG or pads ECG. There is no reported negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not record an ECG. We are unable to determine at this time, if this involves leads ECG or pads ECG. There is no reported negative pt impact.